Manufacturer narrative:
Device analyzed by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter with a 0.014 non-boston scientific guidewire. Visual examination revealed, multiple buckling to the sheath. Microscopic examination revealed, that the tip of the device was over the spring tip of the guidewire. Inspection of the remainder of the device, apart from the observed, damage, revealed no other damage or irregularities.

Event description:
It was reported, that the device became entrapped on the guidewire. A 2.4mm jetstream, xc catheter was selected for use in an atherectomy procedure. The 80-90% stenosed, and calcified target lesion was located in the superficial femoral artery (sfa). The jetstream made two passes through the lesion in blades-down mode, and pass in blades-up mode. Upon rex mode, the jetstream became entrapped on the non-boston scientific guidewire. The physician advanced the jetstream in blades down mode then repeated removal, in rex mode. However, it would not backup the wire. The device and guidewire were removed together. The procedure was completed with a stent and balloon. There were no patient complications.

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The 80-90% stenosed and calcified target lesion was located in the superficial femoral artery (sfa). The jetstream made two passes through the lesion in blades-down mode, and pass in blades-up mode. Upon rex mode, the jetstream became entrapped on the non-boston scientific guidewire. The physician advanced the jetstream in blades down mode then repeated removal, in rex mode. However, it would not backup the wire. The device and guidewire were removed together. The procedure was completed with a stent and balloon. There were no patient complications.